Event description:
Term pregnancy, fht's 200+, meconium stained fluid. Attempted to do scalp ph three times - unable to get reading. Possibly problem with capillary tubes. Proceeded with c-section as unable to establish fetal well-being. At delivery apgars 5/8, ph 7.30.